Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they received a new implantable neurostimulator recharger (insr). They wanted to make sure the equipment was working because they are tingling and shaking. They stated it has been going on for 24 hours. They were walked through using the insr and it seemed to be working as designed. They confirmed the ins was on. They mentioned that they have parkinson's really bad. They were redirected to their healthcare provider (hcp) to discuss their symptoms. Additional information was received from the patient. It was reported that implantable neurostimulator (ins) was not charging all the way up, and as a result it depletes faster and then patient gets tingling. Patient further stated that sometimes he does not notice the tingling even when he turns the ins off himself. Patient started a charge session at the time of the call, the battery was charged 3/4th, and they had 6 coupling boxes. Patient stated this has been going on as long as they can remember.